Event description:
It was reported that a homechoice cassette leaked. The patient was not connected at the time of the event. The process step was self-testing before peritoneal dialysis therapy. The patient stated that the leak seemed to be coming from the cassette; however, they did not notice anything unusual about the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection performed with naked eye and magnification revealed that the cassette was cracked and the sheeting of the cassette was cut. Leak, simulated-use, and functional testing were performed and revealed a leak from the cassette. Clear passage testing and clamp function testing were performed with no issues noted. The cause of the condition was determined to be due to a manufacturing issue involving the packaging machine. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.